Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a eopa arterial cannula, it was reported that there was an issue with the introducer stylet, as it could not be properly locked in place, resulting in a lack of stable fixation. Consequently, the cannula is advanced into the vessel without secure guidance, increasing the risk of improper placement or vessel injury. Use of device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B.5.medtronic received information that during use of two eopa arterial cannulae, it was reported that there was an issue with the introducer stylet, as it could not be properly locked in place, resulting in a lack of stable fixation. Consequently, the cannulae is advanced into the vessel without secure guidance, increasing the risk of improper placement or vessel injury. The use of the cannulae was unspecified. There was no adverse patient effect associated with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.